Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, button 2 of a 6f/7f mynx control vascular closure device (vcd) would not depress. The user pressed button 1 and then waited the 2 minutes for the polyethylene glycol (peg) to expand. The user then tried pressing button 2, but button #2 would not depress. The user then tried to pull more negative on the syringe while attempting to push button 2 but it would not go. The balloon had to be removed through the sealant. There was no reported patient injury. A non-sterile ¿mynx control vcd, 6f/7f" was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that button 1 was pressed and button 2 was not pressed. The syringe was returned, and the stopcock was set in the open position. The sealant was deployed and not returned. There were no damages in the atraumatic wire observed. No other outstanding details were noticed. The device was disassembled to inspect the internal components, and it was noticed that the button two assembly was bent. Per functional analysis, the buttons were set into their manufacturing position and reassembled. To confirm the functionality of the device, button 1 was pressed with no anomaly noted. However, button 2 was not able to be depressed. Per microscopic analysis, the assembly was inspected under the vision system to obtain a magnified image of the bent area. The product history record (phr) review of lot f2222106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #2-frozen/locked¿ was confirmed since button 2 could not be depressed during functional analysis of the returned device due to the bent button 2 component. However, the exact cause of the failure experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural/handling factors may have contributed to the bent condition of the internal button 2 component and the subsequent inability to depress the button. It is possible that this bent condition may have occurred if the user was attempting to depress button 2 when the balloon was not fully deflated. It should be noted that button #2 is locked out until the balloon is fully deflated (bubble motion in balloon extension line may be monitored to confirm balloon deflation). Attempting to depress the button before full balloon deflation can cause damage to the internal components, and as consequence, make it impossible to press button 2 due to the damage. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device states to ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device.¿ neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222106 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 2 of a 6/7f mynx control vascular closure device (vcd) would not depress. The user pressed button 1 and then waited the 2 minutes for the peg to expand. The user then tried pressing button 2 but button#2 would not depress. The user then tried to pull more negative on the syringe while attempting to push number 2 but it would not go. The balloon had to be removed through the sealant. There was no reported patient injury. The device was not returned for evaluation.